Event description:
--

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The lv-ring, lv-tip, and ra-ring header wires were found to be fractured. The df- and ra-tip header wires showed evidence of fatigue. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) received an inappropriate shock due to oversensed noise on the rate/sense channel. Pacing inhibition had also been noted, however no asystole was noted as the patient had an underlying rhythm. The device was reprogrammed to mitigate inappropriate shocks. This lead later exhibited high out of range pacing impedance measurements. The patient was seen in clinic and noise was again observed which resulted in an inappropriate shock. Noise reproduced in clinic with pocket manipulation. There was a concern the lead to device connection was loose. No adverse patient effects were reported.

Manufacturer narrative:
An invasive procedure was planned for a later date. At this time, no further information is available and records indicate these products remain in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating an invasive procedure was performed. When the pocket was opened, the header of the device was found to be loose from the device can. The device was explanted and successfully replaced. No additional adverse patient effects were reported.